Event description:
The pump was returned for investigation. Investigation revealed a pink display, a cracked battery compartment and a force sensor malfunction. This report is made based on results of investigation completed on xx/xx/xxxx.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/24/2015 with the following findings: the display screen was found to have a pinkish contrast. The battery compartment was found to be cracked below the bumper pad. The pump booted to the verify screen with vibratory and audible features. An ezprime sequence and a 24 hour duration test were successfully completed. The pump passed a delivery accuracy test and was found to be delivering within the required range. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The cover was removed for further investigation and the force sensor resistance was found to be in specifications at 6.4k ohms. There was no evidence of contamination found in the force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)